Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the parameter dial button on the external pulse generator (epg) was broken. The epg is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the encoder was missing a part. It was noted that the uppercase was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned.